Event description:
It was reported that there was chronic right hip dislocation.

Manufacturer narrative:
An event regarding dislocation involving an unknown shell, acetabular trident psl with purfix ha 54f was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell, acetabular trident psl with purfix ha 54f. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was chronic right hip dislocation.